Manufacturer narrative:
Case images are currently being evaluated by the manufacturer.

Event description:
A medtronic rep reported an unusual display while using synergy spine. He was using the orange navlock instrument and selected the awl tip for verification. When he was in navigate and selected the awl tip to display the cad model, it appeared on the screen improperly. Surgeon completed the procedure with the use of the stealthstation. There was no harm to the pt, no impact on the pt outcome.